Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient fell about 2 months ago and since then, they've noticed stimulation increasing on its own at random times. When patient notices increase, they check controller and will see that stim has increased, for example, form 6.4 to 7.0 ma. Caller mentioned patient does experience typical changes in intensities with positions. Caller stated patient does not have adaptive stim enabled and all impedances are around 600-800 ohms. Patient was scheduled for an x-ray. Tss reviewed intensity changes aren't stored within the ins. No further complications were reported.